Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable lead reported not feeling well shortly after implant. The patient was seen in the emergency room where it was noted that the right ventricular (rv) lead was not capturing. The patient underwent a lead revision procedure. The lead remains in service.